Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 29.3 mmol/l and other blood glucose was 22.5 mmol/l. Customer stated that her site was leaking. Customer stated auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.